Event description:
N/a.

Manufacturer narrative:
Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period (apr 2019 through mar 202) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verified the reported issue. The fse resolved the problem by reconnecting the cable between main board and power supply. Subsequently, the fse then performed a calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that before use the customer turned on the cs100 intra-aortic balloon pump (iabp), the display was not working (not displaying) and a long beeping alarm occurred. There was no patient involvement and no adverse event was reported.